Event description:
The customer reported the ventilator was functioning properly while on the patient, but when the rt was suctioning the patient there was no audible alarm but reported there were visual alarms. The mallinckrodt customer support engineer (cse) found the connection from the alarm assembly to the front panel pcb to be loose, and the cse tightened the connection and reseated the board. The device passed total extended self tests. There was no patient harm or change in therapy.